Event description:
When the surgeon deployed the anchor, and when he was tying the knot he noticed an oily substance coming out of the suture.

Manufacturer narrative:
Device was received however evaluation has not begun but is anticipated. (B)(4).